Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of occlusion is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified vessel. The xience sierra stent was implanted, jailing a side branch. The side branch was re-wired and a dilatation catheter balloon was inflated, re-opening the vessel. Post procedure, the patient was is stable condition. No additional information was provided.